Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. A root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
A consumer reported that one year following an intraocular lens (iol) implant procedure, she experienced a residual refractive error of 3 diopters in near vision. The consumer reported needing glasses due to not seeing at a distance of less than 50 cm. Additional information was provided by the consumer, who reported seeing halos which did not allow her to drive at nigh due to light distortion and distance errors. Additional information has been requested but not received to date. This is one of two reports associated filed for this patient. This report is for the right eye.

Manufacturer narrative:
Corrected information provided in age at time of event and date of event. Based on information received, patient's age and event date corrected.

Event description:
Additional information received from a non implanting ophthalmologist, including visual acuity data. The symptoms continued. No hospitalization, medication or medical intervention had been provided. Right eye surgery was reported to have been complicated and a vitrectomy was required. The lens was implanted in sulcus due to a broken capsule. Additional information was provided by the consumer, who reported near vision was poor and she saw a blurred dark shadow when reading without glasses. Distance vision was satisfactory with daylight. Halos were not resolved and visual disturbances were more marked at night, with white, red and green lights, and especially car lights.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lot met release criteria. The customer indicated the use of associated products, including an unapproved cartridge. Product history records of the cartridge could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Information provided indicated that a failure to follow the directions for use (dfu) occurred with the use of an unapproved lens/cartridge combination. The use of unapproved products may result in lens delivery difficulties or product damage.

Event description:
Additional information received from the implanting physician. Vitrectomy and iol was implant were performed on a posterior date due to the broken posterior capsule. According to the implanting physician, the lenses were centered and without any unexpected refractive issue.